Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. A broken piece, approximately 0.41" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke and fell into the patient after 5 minutes of use. The fragment was retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the customer retrieved the fragment piece from the patient using a da vinci forceps. Reportedly, all fragment(s) were retrieved. The instrument was in use for 5 minutes prior to the issue occurred. The instrument was inspected prior to use. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. Furthermore, the instrument did not collide with any other instruments or other hard material during the surgical procedure. The customer did not remove the instrument during the procedure. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance through the cannula. There was no damage noted to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument. There was no reported patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No video recording of the surgical procedure was available for review.